Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber which began at around 39 minutes into the procedure, when the system transitioned from collecting platelets and plasma to collecting just platelets. Based on the available information, it cannot be ruled out that the entered donor platelet precount being lower than the actual donor platelet precount may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, it cannot be ruled out that the measured wbc results may have been due to donor-related factors. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber which began at around 39 minutes into the procedure, when the system transitioned from collecting platelets and plasma to collecting just platelets. Based on the available information, it cannot be ruled out that the entered donor platelet pre-count being lower than the actual donor platelet pre-count may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, it cannot be ruled out that the measured wbc results may have been due to donor-related factors. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Correction: in order to effectively separate blood components, the trima accel system relies on an accurate donor platelet pre-count. Because of this, care should be taken to ensure that the entered platelet pre-count is as accurate as possible. Please see the trima accel operator's manual for donor platelet pre-count best practices. You may also consider monitoring this donor's next few platelet donations for wbcs to determine if there is any donor specific leukoreduction failure trend. Root cause: a root cause assessment was performed for this complaint. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly the result of a wbc saturation of the lrs chamber which began at around 39 minutes into the procedure, when the system transitioned from collecting platelets and plasma to collecting just platelets. Based on the available information, it cannot be ruled out that the entered donor platelet pre-count being lower than the actual donor platelet pre-count may have contributed to the higher-than-expected wbc content in the platelet product. Additionally, it cannot be ruled out that the measured wbc results may have been due to donor-related factors.